Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty withdrawing the balloon was encountered. The physician successfully deployed a taxus express2 2.5 mm x 24 mm stent, and upon deflation the balloon was sticking to the stent. The physician manipulated the balloon for 30-45 seconds and was able to remove the balloon with no pt complications. Multiple attempts to obtain additional information have been unsuccessful.